Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's charger and programmer would not locate his ipg. Follow up revealed the patient stopped charging as recommended. In turn, the patient's ipg became inoperable over time. As a result, the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Post operatively, therapy was restored.